Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted out of the tubing and continued to drip after the motor stopped during the prime process. The blood glucose at the time of the incident was 130 mg/dl. The customer stated she inserted the infusion set anyways; she had filled the reservoir with 120 units and found there was no insulin left in the reservoir. Blood glucose at the time of the call was 79 mg/dl. Troubleshooting was not completed as she had already changed the infusion set and declined to troubleshoot for delivery anomaly. The product will not be returned for analysis.